Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). During the analysis of the history log files it could be detected, that the setting of the infusion therapy was entered with a flow rate of 334 ml/h for four hours. No malfunction of the device could be detected. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No visible damages or soiling could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,01 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Due to the previous results of the investigation of the history log files, visual and functional investigation, only the upper housing part was removed. No damage or soiling could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. The recognized overinfusion was happened due a wrong setting of the infusion therapy. It was entered a flow rate of 334 ml/h over four hours, but it seems like that the correct setting should be an administered volume of 334 ml in four hours.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is still under investigation. A follow up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "over infusion". Customer information: "blood was put up for a high risk taco patient over 4 hours, the intern nurse then said the blood has finished after an hour and a half. There was no clinical impact to the patient, but this patient was identified as being at high risk of transfusion associated circulatory overload (taco) and all precautions were in place to prevent this outcome which included the infusion rate of 4 hours". .